Event description:
It was reported that during stage 2, the physician pulled the boot off and in doing so, the outer covering of the lead was stripped. Due to the good position of the lead and effectiveness, the lead was left in place. The insulation was pulled back up to the electrode, but a least 1 centimeter was bare. Un-insulated wire was tucked into a boot and was used to cover the area of the lead that was exposed. The extension was able to be covered as well. Once the neurostimulator was connected, everything was functioning properly. The patient was getting the stimulation in the appropriate places. The impedance measurements were okay too. The patient was doing great with no problems.